Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During the procedure, the guidezilla was attempted to cross the tight distal lesion; however, the device broke off at the transition zone of the guide catheter segment. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.